Manufacturer narrative:
Other, other text: the event was previously reported in error., corrected data: correction: b5.

Event description:
The previous report was filed in error. The event is not reportable under FDA regulation.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump failed flow test on the fluke. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . The complaint of failing accuracy testing was not confirmed in the event log nor during duplicating during testing. The device was within the published specification of +/-6%. No action was taken as no fault was found with device. The devices overall condition was in good shape. Unknown cause of event.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 . Summary in h 10.